Event description:
On (B)(6) 2018 I inadvertently swallowed my ¿nitebite¿ dental mouth guard. The small round/wedge shaped dental device became lodged in my esophagus and required emergency treatment and hospitalization. I underwent an endoscopy in order to remove the object. No warning material was provided by the company about choking or swallowing hazards. This product is a dental device designed to be worn over the front teeth to prevent clenching and grinding of the teeth and jaw. The product is round on one side and wedged shaped on the back. It is approx 2mm thick and one inch in diameter. The device is plastic and clear / white in color. Manufacturer address: united states; manufacturer website url: https://www.nitebite.us/, manufacturer phone number: 202.803.6987; (B)(6); purchase date: (B)(6) 2018, this date is an estimate. The dental appliance was returned to me by the physician who removed it from my esophagus. (B)(4).